Event description:
The band was explanted due to erosion. The band was originally implanted in other country. While removing the port, the surgeon could not rotate to disengage the hooks. New band was not implanted. The pt has been discharged home with no other complications.

Manufacturer narrative:
D4; h4, 6: information anticipated, but unavailable at this time.